Event description:
It was reported that post-op a gastric band a procedure, the patient returned to the hospital in 2009. The patient complained of no restriction and no weight loss. The tubing was disconnected from the port. The locking connector was still in place. The surgeon moved the port position due to the amount of tubing at that time. The patient returned to the hospital at approx 12 days later, and was admitted due to no restriction. The surgeon removed the band and placed a new band. The old system was completely removed and he found the tubing had been disconnected again with the locking connector still in place. There was no erosion or infection reported. The patient was kept 24 hours for observation and released.

Manufacturer narrative:
Information anticipated, but unavailable at this time.